Manufacturer narrative:
Device evaluated by MFR: there was no visual damage noted to the device during incoming service inspection at (B)(4). The tamper proof seal was present but broken. During investigation at (B)(4), the returned device passed power-on self-test and all performance criteria of the final test procedure. Also performed the roll on/off test while stressing the device at a high and low temperature, high and low voltage margin. The returned device passed all performance criteria during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) utilizing a rf3000 radiofrequency generator. It was noted that "roll-off become impossible." The procedure was completed with a different device. There were no patient complications reported and the patient status is okay.

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) utilizing a rf3000 radiofrequency generator. It was noted that "roll-off become impossible". The procedure was completed with a different device. There were no patient complications reported and the patient status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the product was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).